Manufacturer narrative:
The implant has been placed in 22 position on (B)(6) 2018 and has been explanted on (B)(6) 2019. Following abutment break, a fragment of the locator abutment remained blocked inside the implant. The practitioner tried to use the rescue kit but he failed to remove the fragment of the abutment. That is why, ultimately, the practitioner decided to remove the implant. The abutment has not been returned to us. No information could be recovered to analyze the manufacturing process of this abutment, and we are unable to identify the pillar's part number. The practitioner doesn't have the traceability of this abutment. Another implant from the same patient has been explanted the same day. See MFR report 8020776-2019-00554 for more details (complaint number : (B)(4)).

Event description:
Following locator abutment break, a fragment of the abutment remained blocked inside the implant. The practitioner tried to use the rescue kit but he failed to remove the fragment of the abutment. That is why, ultimately, the practitioner decided to remove the implant.